Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An attempt was made to use one zinger guidewire and one attain left ventricular (lv) lead during a procedure. It was reported that during the implant procedure the patient experienced a possible coronary sinus dissection. It was noted to be very difficult to access the coronary sinus lateral vein due to high tortuosity. When the guidewire was finally inserted into the lateral vein, a dissection was noted. The zinger guidewire was suspected of causing the dissection but it was not confirmed. No chest pain was reported by patient and no change in blood pressure was observed. The patient is to be monitored and is scheduled for a follow-up echocardiography. The lv lead was successfully placed and remains in use. The patient is alive with no further injury reported.